Event description:
During the initial implant procedure while slitting the delivery catheter, the left ventricular (lv) lead became dislodged. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.